Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') and seizure ('seizures,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("rashes/skin conditions"), skin disorder ("rash / skin condition"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines,"), headache ("headaches,"), nausea ("nausea,"), nervous system disorder ("neuro conditions/probs") and visual impairment ("vision problems") and was found to have weight increased ("weight gain,"), hormone level abnormal ("hormonal changes") and neoplasm ("tumors,"). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, seizure, weight increased, allergy to metals, rash, skin disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm and visual impairment outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, rash, seizure, skin disorder, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff claimed that she has taken treatment for bleeding, allergy, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 26-dec-2019: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') and seizure ('seizures,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("rashes/skin conditions"), skin disorder ("rash / skin condition"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines,"), headache ("headaches,"), nausea ("nausea,"), nervous system disorder ("neuro conditions/probs") and visual impairment ("vision problems") and was found to have weight increased ("weight gain,"), hormone level abnormal ("hormonal changes") and neoplasm ("tumors,"). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, seizure, weight increased, allergy to metals, rash, skin disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm and visual impairment outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, rash, seizure, skin disorder, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff claimed that she has taken treatment for bleeding, allergy, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown.. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos" is updated to ¿menorrhagia¿. New events added: nickel allergy, rashes, skin disorder, fatigue, gastrointestinal conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neurological disorder, seizures, tumors, vision problems and weight gain. Reporter, patient demographic, lab data were added. Product indication, essure insertion date updated and removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.